Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device history log was reviewed and several 51 errors were found, which may be linked to the replacement of the power supply board. "The reported part (power supply board) was received in brézins for investigation. According to provided analysis, nothing was noticed during external visual check . The reported event could not be reproduced during testing, no alarms or error messages were triggered and all tests were compliant with device specifications. The error does not come from the power supply and given that another complaint exists on the speaker but has not been confirmed because it has not been returned. The current complaint is therefore not valid. To our knowledge this complaint is not being related to patient safety." This complaint is considered as not valid. For this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: nature of problem: customer has recently purchased x3 agilia sp pca wifi. Devices rolled out w/c 03.06.2024 and three failures experienced in 10 days. Contacted by customer to review and informed full fleet has been withdrawn from use until repairs made and remainder of fleet serviced. Serial no: (B)(6) - powerboard replaced reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.